Event description:
It was reported that unspecified bd¿ tubing was damaged. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported the line was cracked at the drip connection. Event 3: #579395 - pt's drip line lumen started backing up blood. There was then found to be a pool of liquid on the bed, leaking from the drip line. Line was cracked at a drip connection.

Manufacturer narrative:
H.6. Investigation: one sample was received for quality investigation. The customer complaint of tubing damaged was verified by visual inspection. Evaluation of the sample received shows that a portion of the male luer adapter tubing cracked into an opening of a stopcock. No other damages or defects were observed on the infusion set. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause for this issue is an excessive force used when separating the stopcock and male luer. Examination of the break in the tubing suggest that a force applied perpendicular to the axis of the tubing was applied causing the male luer tip to crack off into the stopcock.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one sample was received for quality investigation. The customer complaint of fluid blockage could not be verified by evaluation. The tubing was visually inspected for damages and no damages or defects were identified. The tubing was connected to an alaris pump at a flow rate of 125 ml/hr. There was no indication of fluid blockage for the sample returned. A device history record review could not be performed because a model or lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: a root cause was not established because the failure mode could not be replicated.

Event description:
It was reported that unspecified bd¿ tubing was damaged. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown, it was reported the line was cracked at the drip connection. Event 3: (B)(4). Pt's drip line lumen started backing up blood. There was then found to be a pool of liquid on the bed, leaking from the drip line. Line was cracked at a drip connection.